Event description:
Additional info received from the reporter on 9/30/2024 for a report number mw5160144. Follow up. Pt reports that they are currently hospitalized and they have been switched to IV remodulin. Pt hospitalized due to previously reported remunity pump malfunction (no new info); admittance date 0 current length of stay is unknown. Pt states that they cb not want to go back on sq remunity self-fill. Pt reports that the md will let the pharmacy know how to proceed. No further info, details, or dates available. Previous sq remunity self-fill pt, current IV remodulin pt. Pt started using remunity device (B)(6) 2023. Winrevair dosing and frequency: inject 0.6ml under the skin for one dose, then increase to 1.4ml for target dose after 3 weeks. Each dose should be given 3 weeks apart. Maintenance dosing has not yet begun.

Event description:
(B)(6) rn from the (B)(6) hospital ER from (B)(6). Pt (patient) was in the hospital due to malfunction of her remunity pump and that she is being administered the medication (remodulin) in the hospital. Date of admittance/ discharge or length of hospitalization is unknown. Unknown if md aware. No further info/details or dates available. Sq remunity self-fill pt. Pt started using remunity device (B)(6) 2023. Reported to (B)(6) by: health professional.